Event description:
It was reported that the customer woke up with high blood glucose readings of 530 mg/dl. The high blood glucose readings were treated with a bolus and a manual injection. The blood glucose readings went down to 476 mg/dl. The current blood glucose reading was 397 mg/dl. The customer changed the infusion set, but the high blood glucose readings persisted. Troubleshooting was conducted and the customer states that they found a leak. The fixed prime settings were set-up incorrectly. It was also stated that the meter is not transmitting data to the insulin pump anymore. It was found that the meter was turned off and once it was turned on the customer confirmed that it was transmitting. The customer states that the insulin pump is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.